Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g4, g7, h2, and h10. The device was inspected. There was no damage or abnormalities noted with the device. The connection was secure. There were no foreign objects such as hard water residue, dust, lint or finger grease observed on the electrical contacts. The settings on the device are not available. The settings on the device were found to be correct. There were no errors, warnings, alarms or alerts received. The intended procedure was completed, whether with the same or another device was not provided. The device is being stored in a case. The manual for the product and manuals of all other equipment that was used was followed. It was confirmed that the camera head was compatible with the ancillary equipment.

Manufacturer narrative:
This is a supplemental report to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a malfunction in the ccd unit, the cable unit or the video connector due to application of an unexpected stress to the camera head, the cable, or the video connector and likely due to user handling. As stated in the instructions for use, as a preventive measure: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument.¿ ¿never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.¿

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any information becomes available. Device evaluation is not yet completed.

Event description:
As reported for this event, during set up for an unknown procedure, the device yielded no image. There is no patient involvement and no harm or adverse impact to any patient.